Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to a 90% de novo lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. The lesion was pre-dilated with a 2.5x12mm nc balloon at 12 and 14 atmospheres (atm). The 3.0x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted. Then, a 3.0x15mm nc balloon was used for post dilation at 18 atm when a dissection was observed at the distal edge of the implanted stent. Therefore, a 3.0x38mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.